Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the two of five syringe modules had a "syringe calibration needed" error. There was no patient involvement.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-35538 is a concomitant. Please refer to manufacturer report number 2016493-2024-35537, which captured the correct suspect device per investigation report.

Event description:
It was reported that the syringe modules had a "syringe calibration needed" error. There was no patient involvement.